Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va16lg8, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient felt a burning sensation and numbness from the waist down. The burning sensation was on the inside where they put the wires and in the tailbone. Her left leg would hurt a lot and she still could not sleep on her implant side. She was unable to adjust stimulation. The patient clarified that she was not able to get the patient programmer (pp) on. The patient felt warm and sick and was not sure if it had to do with the device. She also felt a burn when she used the bathroom and did not know if there was an infection going on. Last week she turned the implant off but the burning sensation did not go away. On the call the patient turned stimulation off using the pp and confirmed she did not feel the burning sensation. She was moving around and did not feel the burning sensation right now. The burning sensation, pain and numbness started a week ago in (B)(6) 2016. Not being able to sleep on the implant side started since implant, (B)(6) 2016. Burning when using the bathroom and the infection started since saturday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.